Manufacturer narrative:
Due to the automated mes/DHR (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the coil which had been previously deployed successfully was pulled out of the aneurysm during retrieval of a subsequent coil. The device was confirmed to be in good condition prior to use. There is no indication of a use error. An assignable cause of undeterminable will be assigned to this complaint as the product was not returned and review and analysis of all available information fails to indicate an assignable cause or probable assignable cause.

Event description:
It was reported during the embolization procedure when another coil prematurely detached in the catheter and a guidewire was used to remove it, the subject coil that had been implanted, came out with the prematurely detached coil the procedure was completed successfully with no clinical consequences to the patient.

Event description:
It was reported during the embolization procedure when another coil prematurely detached in the catheter and a guidewire was used to remove it, the subject coil that had been implanted, came out with the prematurely detached coil. The procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
This is 2/2 reports.